Event description:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the therapy delivery test failed. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The field service engineer onsite checked and confirmed a 453564489051 dfm100 som pca assy and 453564489061 dfm100 therapy pca assy failure. The field service engineer replaced the 453564489051 dfm100 som pca assy and 453564489061 dfm100 therapy pca assy to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.